Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient states she thinks her device is malfunctioning. Patient states she was standing in the kitchen and started to feel a thumping/ pulsating sensation which turned into a jolting sensation not at the butt cheek, but the lower part; 45 minutes went by and her husband told me to turn the device off because she needed to sleep. So patient turned the device off and the jolting/thumping stopped, but when they went to work started to feel pain where the battery is and when she sits down and it is uncomfortable. Patient hcp (healthcare professional) was surprised because the setting is so low already. When asked whether there are trauma/falls that could be related to this issue the patient states she had a fall almost a year ago but doesn't think her device was affected. Patient states she lifted a recliner last night, "maybe the wires, I don't know moved from my fall''. Patient wants to know what to do if the pain does not subside. Patient services suggested the patient either turn off stim or decrease stimulation until they can meet with their doctor, and also suggested to change programs to see if the sensations are minimized. No further complications were reported or are anticipated.